Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings:on investigation, the alleged unresponsive bolus button was not duplicated. The pump powered up to the display with vibratory and auditory features. A tear was found on the bolus button cover while the button responded properly. No tactile tissue was found with the keypad buttons. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad at the case seal.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly the bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).